Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated upon multiple attempts and techniques. The patient had presented for routine follow-up when it was discovered that the device could not be interrogated. Magnet application did not produce tones. The boston scientific technical services consultant noted the device battery was likely completely depleted and recommended this patient be hospitalized until the device could be replaced. The patient declined and the replacement procedure was successfully completed three days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, attempts to interrogate the device were unsuccessful. An x-ray of the device was completed and no irregularities were identified. The device case was opened in order for the internal components to be assessed. Detailed analysis determined the inability to interrogate this device was due to an internal short within the transformer. This resulted in a high current drain, which over time depleted the battery more quickly than expected.